Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Investigation: customer returned (2) loose 1 cc, 8 mm syringes. Customer states that there was a burr on the end of the plunger rod. Both returned syringes were examined and both exhibited the heat stake on the flange. This feature should be present on the flange and is not a defect. Unable to perform DHR check due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a burr was found on the plunger end of a bd plastic pack¿ insulin syringe and needle.